Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 70% stenosed, moderately calcified target lesion was located in the left main (lm) to left anterior descending (lad) artery. After pre-dilatation with a 2.5x15mm balloon, the 4.5x12mm taxus express2 drug eluting stent (des) was advanced, but could not cross the lesion. When the stent was withdrawn, stent damage was noticed. A 4.5x16mm taxus express2 des was deployed in the lesion successfully and the procedure was completed without complications to the pt. The pt's current condition is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.